Manufacturer narrative:
Return of the device for analysis has been requested. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The cause of the explant is unknown. Based on historical data, failed repair can be due to the patient¿s native valve. Medtronic will continue to monitor for trends.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic mitral ring, the patient anatomy necessitated that the ring be explanted and replaced by a different device. A new surgical mitral valve was successfully implanted as a replacement. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.